Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that impedances were in the orange range on electrodes 3 ,4, 9, 12, 13, and 14. The external or environmental factors which may have led to this event were unknown. The manufacturer representative programmed around the impedances. No additional inte preventions were taken, and impedances were in the orange during the procedure as well as post-operation. The physician is aware, and the patient is getting good coverage. There were no patient symptoms or complications reported.